Event description:
It was reported that the insulin pump alarmed motor error which could not be cleared. The caller did not know the blood glucose reading. No significant events leading to the alarm were noted. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a motor error alarm during the rewind process due to a corroded motor home switch. The device was unable to perform the displacement test due to the motor error alarm. All the buttons functioned properly and no moisture damage was observed on the keypad traces. The keypad connector was fully locked. The unit had a minor scratched liquid crystal display window, cracked reservoir tube lip and stripped battery cap at the coin slot area.